Manufacturer narrative:
The product was returned and is pending evaluation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Changing your pod 3 / page 24: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Changing your pod 3 / page 34: warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Living with diabetes 11 / page 117: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that after wearing the pod, between 4 and 24 hours on the abdomen, it was noticed that the site was broken, weepy, sore, irritated and red around the pod. The patient visited her general practitioner who prescribed antibiotic cream (fucidin cream) to help relieve the skin irritation.

Manufacturer narrative:
The returned product was evaluated and found no evidence of any damage or manufacturing deficiencies that would cause skin irritation. The adhesive pad was inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported event could not be determined.